Event description:
It was reported that the customer was in the intensive care unit due to hyperglycemia. The blood glucose reading was 516 mg/dl. Troubleshooting was performed. All programming, time/date, basal rates, bolus history and daily totals were matching and correct. Ran a fixed prime and high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.